Event description:
It was reported that the mask was in use and it was observed that there was not enough peep getting through to the patient. The patient had 2 cardiac arrests as a result but recovered. Upon close inspection it was found that there was a very thin clear membrane over the port where the hose would be connected. This was stopping the flow getting to the patient.

Manufacturer narrative:
The mask involved in the reported event has been requested but not received for analysis until now. The investigation has been started but is ongoing. The results will be reported in a follow-up report.